Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that the infusion set cannula bent inside his body. He stated he inserted the infusion set headset manually with a fast motion. He stated he experienced elevated blood glucose of 27.5-31.5 mmol/l (495-567 mg/dl) and was hospitalized for 1 day as a result. No further information is available. The infusion set was requested to be returned for evaluation.